Event description:
Transversal leaking of the catheter, the catheter was removed in emergency before its migration in atrium.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review showed no other similar product complaint file(s) from this lot.